Manufacturer narrative:
Date of event - estimated as the event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unspecified time post procedure the patient developed a thrombus. No further patient complications were reported.